Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6947 implantable tachy lead 2009 (B)(6); 3830 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was later reported that there was a lead failure where the lead would only work at a 6 volt output, which caused early elective replacement indicator (eri) in the device. The lead and device were explanted and replaced. The patient was a participant in the (B)(6) study.

Event description:
It was reported that the left ventricular lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found.